Event description:
During a vaginal hysterectomy, the shim detached from the cutting forceps and fell into the pt. The shim was recovered from the pt with no pt harm. The device malfunctioned at the end of the procedure, so no other device was required.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.